Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. The customer does not know how the touchscreen became damaged. There was no impact to customer's blood glucose levels. The customer reported that the pump will continue to be used for insulin therapy.